Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. The customer experienced symptoms of being disoriented, confused, deep drowsiness, ¿aggressive¿ and ems (emergency medical service) was called where a reading of 23mg/dl was obtained on their meter; customer was treated with intravenous glucose (g30%) and was transported to the hospital where they remained for 24 hours. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. The customer experienced symptoms of being disoriented, confused, deep drowsiness, ¿aggressive¿ and ems (emergency medical service) was called where a reading of 23mg/dl was obtained on their meter; customer was treated with intravenous glucose (g30%) and was transported to the hospital where they remained for 24 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. Visual inspection was performed on the returned usb charger and usb cable and no issues were observed. Usb charger and usb cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Nxp processor was present. Power consumption test was performed and off current was measured to be within specification range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. The customer experienced symptoms of being disoriented, confused, deep drowsiness, ¿aggressive¿ and ems (emergency medical service) was called where a reading of 23mg/dl was obtained on their meter; customer was treated with intravenous glucose (g30%) and was transported to the hospital where they remained for 24 hours. There was no report of death or permanent impairment associated with this event.